Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of positioning issue was most likely use related since the pump was intentionally pulled back into the descending aorta during coronary artery bypass grafting (CABG) and was explanted after the case.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the impella presented positioning issues; the impella was pulled back into the descending aorta during the case and decision was made to explant the device post-operatively. The patient outcome was noted to be stable.